Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: the device didn't fire at the first firing. It was confirmed the surgeon pressed the green button before the jaws were closed completely. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. Nothing fell into the cavity.